Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Tightened the arm movement to customer requirements and replaced wheel. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 8800 system is drifting off position. Fault seems to be with the brake function on one of the two wheels on the monitor cart. There was no report of pt injury.